Event description:
It was reported that this pacemaker felt into safety mode. The device experienced oversensing and pacing inhibition. Technical services (ts) was consulted and recommended changed out. The device was explanted and replaced. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker felt into safety mode. The device experienced oversensing and pacing inhibition. Technical services (ts) was consulted and recommended changed out. The device was explanted and replaced. No adverse patient effects were reported.